Manufacturer narrative:
Device photo evaluation: visual analysis of the photograph identified: a broken shell and red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿right side rupture and exchange of textured breast implants due to the patient¿s concern with the product¿. Device remains implanted.